Event description:
The reporter stated that upon removal of the catheter it was discovered that the catheter was broken approximately 25cm from the distal tip. No adverse sequelae was reported.

Manufacturer narrative:
Add'l manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.